Manufacturer narrative:
Medtronic investigation of returned suspect device finds that the adjustment screw threads are stripped in the middle of the travel. Also, the clamp face is slightly bent to one side. The reported event was confirmed to be caused by the physical damage of the screw threads. As previously reported, a replacement device was shipped to the site for issue resolution.

Manufacturer narrative:
(B)(4). Replacement device shipped to site on (B)(6) 2014 for issue resolution. No parts have been received by the manufacturer for analysis. Not returned to manufacturer.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.

Event description:
A medtronic representative reported that the screw on the spine clamp instrument. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.